Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms in both unipolar and bipolar pacing configurations. Pacing threshold measurements were appropriate and sensing measurements were around 4 mv. There were also stored ventricular tachycardia events that displayed noise. There was suspicion of a conductor fracture. A chest x-ray planned to be performed. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated this patient was scheduled to see their physician. No further information is available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
Additional information received indicated a revision procedure took place and the lead was surgically abandoned. There have been no adverse patient effects reported as a result of the revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.